Event description:
I was notified today by medtronic that my insulin pump has a plastic ring that if I dropped or bumped might crack and give me a lethal dose of insulin. I was instructed to just keep using it and watch it. I think this is absurd, my life is at stake because medtronic produced a defective product and now expects diabetics to die over it. They need to replace the ring. Minimed 630g insulin pump. Mmt-1715 they have defective reservoir ring that could cause massive doses of insulin which in turn would kill you period. This ring. Diabetes, this is an insulin pump for people with diabetes. You wear it 24/7 and it distributes doses of insulin. I was sent an email that the retainer ring was plastic and could crack. I was told to ¿watch¿ it as it may give a large dose of insulin. This is lethal- a large dose of insulin will kill you. They should replace the ring. The ring should be replaced before someone dies.